Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot numbers 0035110 and 0111366 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As no physical samples or picture samples were available for return, our quality team was unable to complete a thorough sample investigation. A field safety notice has been communicated related to this potential defect; however, the lot numbers referenced in this complaint are not a part of the notice. Both lot numbers reported in this incident were manufactured on a separate production line than the lot numbers affected in the field safety notice. Based on the investigation results, no issues with the reported products could be identified.

Event description:
It was reported that an unspecified number of bd posiflush¿ xs pre-filled flush syringes nacl 0.9% experienced poor seals on packaging prior to use. The following information was provided by the initial reporter: customer contacted to advise all the saline pre filled syringes are from the affected batch. Some have holes in but customer is concerned there may be undetected small holes in others so not happy to use any.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0111366, medical device expiration date: 2023-03-31, device manufacture date: 2020-04-20, medical device lot #: 0035110, medical device expiration date: 2023-01-31, device manufacture date: 2020-02-04, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd posiflush¿ xs pre-filled flush syringes nacl 0.9% experienced poor seals on packaging prior to use. The following information was provided by the initial reporter: customer contacted to advise all the saline pre filled syringes are from the affected batch. Some have holes in but customer is concerned there may be undetected small holes in others so not happy to use any.